Event description:
It was reported that a control reservoir from a progav shunt system (#fv435-t) does not rebound. No patient complications were reported as a result of the revision procedure. The complained product will not sent to the manufacturer for investigation.

Manufacturer narrative:
No product will be returned.